Event description:
The customer stated that she tested her blood glucose using a contour meter and another bayer meter (type unknown). The contour read 34 mg/dl, while the other meter read 134 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.